Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 7, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues "explant", "glare", and "halo vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's right eye due to glare and halos. The patient¿s symptoms persisted for three (3) months. Another johnson & johnson lens of different model (diu225) and lower diopter (+18.5) was used as a replacement. There was no vitrectomy required and no sutures used. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.